Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture can not be determined. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. On (B)(4), 2011, a copy of user facility report (B)(4) for this event was received and is attached to this MFR's report for reference.

Event description:
The caller initially reported on (B)(6) 2011 that the patient's tracheostomy tube broke off at the flange and went into the trachea. The patient was taken to the emergency room. No further info was available. During a f/u conversation with the hospital's clinical technology engineer on (B)(6), 2010, it was further reported that the pt was in a home-care setting and was taken to the hospital to remove a piece of the tracheostomy tube which was lodged in the trachea. In the operating room, a piece of the tracheostomy tube was removed from the pt's trachea without any injury. The tube reportedly had been in use by the pt for 30 days. The lot number of the tube is not known. A new 4.0 neo shiley tracheostomy tube was placed in the pt's stoma and secured with a tracheostomy collar.